Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a no power (damage-battery compartment with moisture ingress-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 07/29/2015 with the following findings: review of the pump¿s black box revealed evidence of rebooting events. Two battery compartment cracks were observed; moisture was not observed within the battery compartment. The battery cap contact height was out of specification and the contact had evidence of corrosion; the cap was unable to secure properly to the pump and a power issue was observed. Leak testing found a battery compartment leak. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm with a test cap. No damage or defect was found to the pump¿s internal components.